Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer's implantable neurostimulator (ins) protruded through the skin from the implant site during normal use. It was noted that the pocket size at the implant site looked small and the ins was pushing out of the pocket due to the tension. The consumer felt uncomfortable with the ins sticking out. On (B)(6) 2016 culture tests were done esr 7, tc 5500, no fever, and gram stained smear that showed a few epithelial cells and gram positive cocci. A few surgeons were consulted and on (B)(6) 2016 correction surgery was scheduled as long as there was no infection. Additional information received from the representative reported the ins was repositioned in the consumer by a corrective surgery. The consumer was doing all right as of now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.